Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). No sample was send in for investigation. Such cases will be assessed as not confirmed. If we get new information or a sample for investigation a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "fast flow." Customer information: infusion (blood) started at 10.30 and finished at 13.10, was supposed to be a 3 hour infusion. Volume infused = 323mls, infusion time prescribed = 3 hrs, infused 20 minutes early.